Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered and the shaft of the delivery device fractured. The physician was attempting to advance the taxus express2 8.8% 2.75 x 20 mm drug eluting stent across the highly cacified lesion in the mid circumflex artery. As he was pushing on the catheter, it developed a kink. When he attempted to straighten the delivery device, the catheter shaft fractured. The physician successfully retreived the delivery device and completed the procedure successfully with another taxus express2 drug eluting stent. It is unk if the lesion was predilated. No pt injuries or complications were reported.